Event description:
It was reported that this right ventricular (rv) lead dislodged causing failure to capture and r-wave low amplitude. Subsequently, lead was repositioned and currently remains in service. No additional adverse patient effects were reported.